Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that she experienced nausea. The customer performed troubleshooting and did not found air bubbles and leaks. The customer declined to troubleshoot for insulin and site issues and settings. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised to call when tubing clamp is received to perform high pressure test and to confirm if insulin pump can detect an occlusion. The insulin pump will not be returned for analysis.